Event description:
The dermatome was repaired by the biomedical associate at the user facility. After the repair of the dermatome, the dermatome continued to skip on the skin while in use on pt. The user reported using a new blade each time the dermatome is in use. The dermatome appears to be skipping at the middle of the blade. A second graft site was not required as a result of the dermatome skipping.